Manufacturer narrative:
(B)(4). This is a report of a use error, where the initial drain was skipped and the patient was connected to the set up during the first fill cycle. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse failed to follow therapy steps during peritoneal dialysis therapy. The nurse skipped the initial drain and connected the patient to the set up during the first fill cycle. The technical service representative assisted in ending therapy and advised the nurse to start over using all new supplies. The technical service representative explained why the patient should not be connected during fill cycle. There was no patient injury or medical intervention associated with this event. No additional information is available.